Event description:
Ablation catheter was connected to the 3d mapping system with the cable, but it would not recognize the catheter. A new cable was used but did not fix the issue. Another catheter was used and worked fine. Pt not affected.